Manufacturer narrative:
Device evaluated by manufacturer - the sample is not available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event was reported as: residue found all around the blister pack. No pt injury or intervention reported.